Manufacturer narrative:
The unit was received at the service center for the complaint of ¿no audio¿ identified by a technician. The complaint of no audio was verified as it was duplicated. A physical analysis was performed on the unit. There was no gross physical damage noted. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on and ran; however, there were no audible tones during start-up. The volume control was checked for the buzzer and turned it to maximum. The unit was restarted and there were still no tones. This unit was found to have a pcb which had onboard damage to u14(pins and runs pulled) which did not allow the buzzer to receive signals for audio alarm initiation. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the unit was returned for repair. Upon triage, the technician discovered that the unit did not have audio.